Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer accidentally emptied her reservoir into her body and had to be rushed to the hospital. Blood glucose value at the time of admission was 37 mg/dl. Customer stated that she was refilling her reservoir for the first time and did not rewind the pump. So, when she put the reservoir in it pushed all the insulin into her body. Customer was wearing the insulin pump at the time of admission. However, the battery was taken out and she was disconnected from the pump at the hospital. Nothing further reported.